Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected pump thrombosis could not be confirmed through this evaluation as no images were submitted for review and the pump was not returned for evaluation. Additionally, a direct relationship between the device and the reported elevated lactate dehydrogenase (ldh) and hematuria could not be conclusively determined through this evaluation. Multiple requests for additional information were issued to the customer, including product return status; however, no further information was provided. The patient remains ongoing on their new pump, (B)(6) , with no further issues reported. Device thrombosis, hemolysis, and bleeding are listed in the heartmate ii left ventricular assist system (lvas) instructions for use (IFU) as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended international normalized ratio (inr) values. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on (B)(6) 2014. The heartmate ii lvas IFU is currently available. Device thrombosis, hemolysis, and bleeding are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's international normalized ratio (inr) was within the 2 range for the past 6 months with lactate dehydrogenase (ldh) of 100-200. The patient stated they took medication as ordered. On (B)(6) 2020 the patient reported a hematoruria. The hematoruria was treated with nitrofurantoin with cessation of noticeable bleeding. At the time the inr was 1.1 and creatinine was 17.1. A follow up visit revealed the ldh was at 1122. The patient was admitted on (B)(6) 2020 and heparin was started. The ldh on admission was 964. Ventricular assist device (vad) flows were 5-7 lpm and power was 5-7 watts. On (B)(6) 2020 thrombus was noted on the computed tomography (CT) scan. After days of heparin infusion ldh remained elevated. Functional data suggested thrombus in the pump. On (B)(6) 2020 the pump was exchanged with a heartmate 3.